Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. Customer received high sensor scan results and was administered an unspecified dose of insulin by caregiver. Customer subsequently experienced hypoglycemia with symptoms described as crying and ¿pale lips¿ and received corrective treatment of sweets provided by caregiver. There was no report of death or permanent injury associated with this event.